Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6299201p45. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: although there was no needle stick injury associated with this incident, CAPA (B)(4) has been initiated to investigate needle stick injuries related to this device. UDI #: (B)(4).

Event description:
It was reported that the safety shield of a 20 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter came away leaving the needle exposed. There was no report of injury or medical intervention.